Event description:
Customer alleged discrepant back-to-back blood glucose results of 274 mg/dl, 166 mg/dl, and 138 mg/dl when tests were performed within 3 minutes apart on the advantage system. The customer provided no info concerning symptoms, treatment, or actions based on these results. A request was made for the return of the suspect device and replacement product was sent.